Manufacturer narrative:
Additional manufacturer narrative: philips has investigated this issue. A philips service engineer inspected the system on site and analyzed the logfile and no failure of the system was identified. The system was working according to specification. Philips has completed a good faith effort to get further information regarding patient and sequence of events of the reported problem. However, the customer has indicated that they will not provide any additional information. As no additional information is provided for investigation, philips is closing this complaint and this event will be included in the post market surveillance trend analysis. Corrected data: updated codes based on investigation and added patient weight.

Event description:
It has been reported to philips that while transferring the patient from the allura system to the gurney, the patient fell on the floor. According to the information received the patient sustained broken ribs and a fractured skull. Philips has started the investigation of this complaint.